Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during an implantation surgery on 16 jun 2020, pacemaker needed to be separated from the leads many times due to poor pacing. This repeated removal resulted in slippage of the pacemaker fixing screw and a failure to fix the atrial and ventricular leads again. Pacemaker and both leads were exchanged in order to successfully complete the surgery. Patient had no symptoms and condition was stable after the procedure.